Manufacturer narrative:
(B)(4): the device has been returned to the manufacturer for evaluation. Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete.

Event description:
It was reported that a patient underwent an unknown spinal procedure. "During surgery, one of the balloons got punctured and the other one couldnt be inserted as it kept getting stuck in the osteointroducers. The ibt failed during the first insertion attempt into the vertebral body. It was also reported that one of the balloons kept getting stuck in the osteointroducer working cannulas even though vacuum was created using the locking syringe and rupture occurred during inflation. The devices were used in the patient. There were no patient complications."

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the returned device shows that during visual analysis, the shape of the balloon appears to be strongly deformed probably due to a use of the balloon in surgery under high pressure for a quiet long time. During functional analysis it was possible to inflate the balloon until its miv of 4cc and no leak detected. Note that the shape of the inflated balloon is not totally symmetric. This is due to the first inflation in the vertebral body under high pressure. In this case, the balloon take the free space and can affect its shape when re-inflated after use outside of the vertebral body. Based on the information provided, visual and functional analysis, this ibt has not been punctured during surgery. It is working as intended.